Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a vistec sponge. The customer reported that the gauze completely disintegrated while being used and the operating room staff had to pick out the strings of gauze from the pt.

Manufacturer narrative:
Submit date 08/30/2012. An investigation is currently underway. Upon completion, the results will be forwarded.